Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm prime or fill anomaly due to compromised forced sensor system alarm noted. Insulin pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime rewind. The customer¿s blood glucose level was unknown. Troubleshoot was performed and the customer stated insulin was squirting out during the manual prime process. Customer states they are stuck in rewind complete/bolus delivery loop. Customer stated the drive support cap was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.